Event description:
Design flaw/potential for wrong joule delivery. Black dot/line indicator on yellow spine of dial can be visually obstructed when operator placed hand on "off-on"/joule selection dial. Operator unfamiliar w/equipment could assume the raised yellow portion of spine (dial) indicates the amount of joules desired. Concern is for multiple model styles including those dials with black line indicator on 1/2 of spine and/or black dot indicator. Example: yellow portion of spine points to 360j but black indicator dot/line (obscured by operator's hand) points to 7j.